Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. There are no reports of any patient impact reported by customer. Customer is trained on reprocessing as per instructions for use by olympus field service. Customer is correctly performing the reprocessing steps. However, it is possible that brushing might not be performed enough, though without doing any delay of pre-cleaning. The customer does not have an automatic endoscopy reprocessor.

Event description:
Addendum mar 17, 2023: customer reported event occurred during preventive maintenance inspection. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide updated results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material around the forceps elevator and device could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to a reprocessing deviations from the IFU due to insufficient brushing; however, a definitive root cause of the foreign material on the device could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU which states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Customer reported returned two devices which had the same issues of foreign material in the forceps elevator and dirt in other parts. These events are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator had presence of foreign material. In addition, the distal end rubber coating (a-rubber), grip, up/down (u/d) knob, and right/left (r/l) knob were dirty. This is attributed to failure to clean adequately. Other observations for the device are that there is a scratch on connecting tube, distal end cover (c-cover), and scope cover (s-cover). Due to wear of angle wire, bending angle in u/d/l/r direction and play of u/d and r/l does not meet the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of reduced angulation. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator had presence of foreign material. In addition, the distal end rubber coating (a-rubber), grip, up/down (u/d) knob, and right/left (r/l) knob were dirty. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of foreign material found on the forceps elevator and several parts of the device being dirty, as observed during device evaluation.